Manufacturer narrative:
The seal port has been returned and evaluated by the failure analysis team. The seal was found to be broken inside the duckbill. A piece measuring approximately 0.132" x 0.078" was returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the seal port for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted mamo-coronary bypass surgical procedure, a piece of blue rubber detached from the cannula joint and fell into the patient's chest. The piece of rubber was recovered by the surgeon before the chest was closed. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the accessory was not inspected prior to use, the issue occurred during insertion of a robotic forceps to remove the breast artery. The fragment was recovered with a pair of pliers. No additional surgical procedure required to remove the fragment and no post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The surgeon does not know what caused the breakage to occur. There were no collisions with any other instruments or other hard material during the surgical procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device(s) or a video recording of the procedure are available for isi review.